Event description:
A complaint was received with regards to a trifurcated transpac® it monitoring kit w/03 ml flush device, red, blue, yellow stripe tbg, and macrodrip that experienced inaccurate readings resulting in medical intervention. The reporter stated that "the patient was deteriorating and required intubation during this episode of deterioration, the patient's blood pressure (bp) was being monitored through the artline with good trace, however, significantly hypotensive and hemodynamically unstable. With no reason to question the bp reading, the patient was given several boluses of metaraminol and a central venous catheter (cvc) line was inserted and noradrenaline commenced. The noradrenaline was increased as there appeared to be no change in bp. Norad infusion reached 50 with little change in bp, an nibp was performed and the sbp was 240. A second arterial line was inserted into the other arm and gave the same reading as the non-invasive reading, noradrenaline was stopped. The decision was made to change the line on the original arterial line and once done, the trace while staying the same, showed the bp to be the same as the recording of the new artline. The only thing the staff could find to be faulty after a lot of troubleshooting was the particular line/transduce of the original artline." Aterial, and/or cvp monitoring in ICU was being administered/performed. The involved medications are metaraminol and noradrenaline. There was patient involvement, and a delay in therapy but there was unknown patient harm since it needs to be determined as the patient has not yet regained consciousness.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The following was provided by the customer for investigation: -one used list #011-46103-29, trifurcated transpac¿ it monitoring kit w/03 ml flush device, red, blue, yellow stripe tbg and macrodrip; lot #unknown. The used device was unable to obtain readings during complaint testing. No visual anomalies were observed on the returned set. All the transducers were electrically tested, and all the transducers were able to be zeroed but could not obtain a reading. The probable cause of all the transpac's unable to obtain readings had occurred due to a vendor related manufacturing defect problem. A device history record review could not be conducted because no lot number was identified. D9 - date returned to mfg: 20feb2025. Corrected information can be found in b2, b5, concomitant products, health effect - clinical codes, health effect - impact codes and medical device problem code.

Event description:
Additional information was added to the complaint record on 20-jan-2025 stating that there was no patient harm since the patient has been discharged from the ICU and is back in a ward room.